Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image a root cause could not be identified. Based on the results of the investigation, the most probable cause of sandstorm and noisy image due to damage on circuit board of scope connector. Additionally, nozzle had foreign object cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient information.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a sandstorm image. The issue occurred during inspection for use. There were no reports of patient involvement.